Manufacturer narrative:
(B)(4). G4: mw5178825. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while drilling, the drill bit end fractured and remained in the patient's right scapula; retrieval attempts were unsuccessful and the fragment was left in situ. The surgeon attempted to retrieve the fragment, determined it was not retrievable, and proceeded to complete the procedure without further intra-operative complication. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.